Event description:
A customer called beckman coulter regarding a discrepant urine test result on a patient during the visit to the doctor's office. The patient tested negative (-) with the icon 25 hcg test kit. A serum sample for hcg quanitive testing was collected from the patient on the same day the urine sample was collected for the icon 25 hcg test kit based on their presenting wtih pregnancy symptoms. The hcg quantitative test result was 282,752 miu/ml. An ultrasound was conducted and the patient was confirmed to be pregnant. There has been no change to patient treatment that can be attributed to this event.